Manufacturer narrative:
The device was manufactured august 14, 2015 - august 17, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned containing approximately 250ml of solution in the bladder. Visual inspection did not identify any evidence of leak at the cap or at other parts on the device. A functional leak test was performed and no evidence of a leak was observed at the cap or at other parts on the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in an unknown month in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor device leaked. The leak was observed on the cap during filling. The device was being filled with 150ml fluorouracil diluted with 100 ml of sodium chloride. There was no patient involvement. No additional information is available.